Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax light (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax light mesh and ventralight st on (B)(6) 2009 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax light mesh and ventralight st on (B)(6) 2009 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009- patient was diagnosed with chronic inguinodynia on the left groin, pantaloon right inguinal hernia, thereby underwent laparoscopic repair with implant of 3dmax mesh (device 1). Per op notes, ¿on the left inguinal region, the mesh appeared to be lay flat against the abdominal wall. On the right inguinal region, hernia was identified and was dissected. Direct and indirect defect was noted and the contents were reduced. A 3dmax mesh (device 1) was placed to cover all the defects and tacked to the pubic bone. The old mesh was excised¿. (Note: the old mesh noticed in this procedure was unknown). (B)(6) 2014- patient was diagnosed with right incisional flank hernia, thereby underwent laparoscopic repair with implant of ventralight st mesh (device 2). Per op notes, ¿the external oblique fascial defect was identified and a ventralight st mesh (device 2) was placed in the preperitoneal space and sutured¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2009) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (product lot no., product catalog no., expiry date and UDI no), d6a (date of implant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: g4, d1. H11: this supplemental emdr is submitted to document additional information provided and to correct the PMA/510(k)# and brand name. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.